Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
This system was removed at the patient's request because he had been in three car accidents and was having trouble keeping his driver's license. The patient claimed that he did not have a medical condition and that he was falling asleep while driving, not passing out. This system was explanted and a new system has not been implanted. The hospital retained the devices. Should additional information be received, this file will be updated.